Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v167785, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v130326, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a loss of efficacy which was unrelated to the stimulation therapy. They had a burning sensation at the implantable neurostimulator (ins) location and there was burning in the ins. The burning had begun the night prior to report and they had another episode on the day of report. It was noted the patient fell continuously and they had damaged nerves in their foot. Their worst fall was 3 months prior to report and they had fallen many times since then. The patient had lost the ability to walk and they wound up in a wheelchair and they were suffering from the injury. The patient was bed bound and they could not get to the health care professional (hcp). The night prior the patient had trouble with ¿both boxes stinging him.¿ it was like ¿burning hot on both sides.¿ when they felt the stimulators they did not feel hot. The left one did not light up at all just the 9v light which they assumed the battery was dead. The right side did light up and they turned off the stimulation. It was clarified that the patient had burning on the left side only and the right side was off. It was a ¿cigarette feeling¿ over the ins location. Additional information received reported the patient had failed to follow-up with their hcp and they were last seen in (B)(6) 2013. It was unknown if it was device related and if reprogramming was needed. The patient outcome was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. The patient was implanted for parkinsons.